Event description:
A discordant, falsely low sodium result was obtained on a dimension exl instrument for one patient. The initial falsely low discordant result was not reported to the physician. The same sample was repeated the same day and resulted higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause for the discordant sodium result was unknown. The fse proactively replaced the integrated multisensor technology pump roller and sample arm assembly. The fse ran multiple samples and determined that the instrument results were correct. The instrument is performing according to specifications. No further evaluation of this device is required.